Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot , part: 03.037.026, lot: 9116171, manufacturing site: bettlach, release to warehouse date: 24. Nov. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: background: it was reported that on an unknown date, coupling screw threads were damaged prior to inserting into the helical blade extractor before the case began. They had to force it though to work. Need a replacement as soon as possible. This is not normal wear and tear. Concomitant device reported: unknown helical blade extractor (part: unknown; lot# unknown; quantity:1). This complaint involves one (1) device. Investigation flow: damage / functional. Visual inspection: the helical blade/screw coupling screw (part #: 03.037.026, lot #: 9116171) was returned and received at us cq. The following investigation was performed on both the pictures provided in the attachments ¿dunbar 2-1-21 coupling screw 1.jpg¿ and ¿dunbar 2-1-21 coupling screw 2.jpg¿ and returned product. Visual inspection at cq showed the proximal threads of the device were stripped. No other issues were identified with the returned device. Device failure / defect identified. Functional test: functional inspection of the received device was not performed at cq as the device was received by itself. However, deformed threads might have contributed to the reported device interaction condition. Complaint unable to perform be replicated with the returned devices? Dimensional inspection: dimensional inspection of the received device was not performed due to post-manufacturing damage. Document/specification review the following document(s) was reviewed: - connecting screw for blade / screw: se_428219 rev. H/g no design issues or discrepancies were found during this investigation. Complaint was confirmed investigation conclusion: the complaint was confirmed for the helical blade/screw coupling screw (part #: 03.037.026, lot #: 9116171) as the proximal threads of the device got stripped which might have contributed to the device interaction issue. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part was returned. Initial reporter is j&j company representative. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the coupling screw threads were damaged prior to inserting into helical blade extractor before the case began. It had to be forced though in order to work. It was also reported that this device is not normal wear and tear. Concomitant device reported: unknown helical blade extractor (part: unknown; lot# unknown; quantity:1). This complaint involves 1 device. This report is for 1 helical blade/screw coupling screw. This report is 1 of 1 for (B)(4).